Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo 12.6 implantable collamer lens, 12.5/+2.0/88 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault and lens rotation. The lens was repositioned, then exchanged for a longer lens and problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
(B)(6). Device manufacture date - corrected from: 06/30/2018; to: 07/29/2015. Device evaluation: lens returned dry in lens case/vial. Visual inspection found the optic torn, haptic bent and foreign material on the lens surface that was not possible to specify. Claim #(B)(4).